Manufacturer narrative:
Investigation conclusion: based on the available information (and in the absence of device return) no problem was detected.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield p-wave oversensing on the ventricular channel, which, was detected as a ventricular fibrillation (vf) beat. Additionally, a check rv lead alert was received in the remote home monitoring system due to an unknown reason. The company representative contacted technical services (ts) for recommendations. No adverse patient effects were reported. This device remains in service. No additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that ts discussed potential troubleshooting and programming options, however, noted the potential of limited programming options upon review of the farfield signals. The physician opted not to make any changes and plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Investigation conclusion: based on the available information (and in the absence of device return) no problem was detected.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield p-wave oversensing on the ventricular channel, which, was detected as a ventricular fibrillation (vf) beat. Additionally, a check rv lead alert was received in the remote home monitoring system due to an unknown reason. The company representative contacted technical services (ts) for recommendations. No adverse patient effects were reported. This device remains in service. No additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.